Event description:
Customer reported via phone, he was entering his blood glucose and the buttons were unresponsive. Customer then removed the battery, reinserted, and the buttons were still not responding properly. Customer stated the blood glucose screen came up but the numbers kept scrolling. Customer also mentioned that lately he has been experiencing high blood glucose levels, sunday it was 440 mg/dl, treated with bolus. Troubleshooting for keypad anomaly was performed. Customer's blood glucose was 115 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device to undergo further testing.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had intermittent button response due to corroded keypad traces. No scrolling numbers noted during testing. The device also had cracked case at the display window corners, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.